Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos, rtos, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was corrupting pt images (data loss) in addition to some ill defined booting problems. There is no report of injury or death associated with this event.